Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and low blood glucose level on (B)(6) 2021. The customer had also reported broken insulin pump. Customer¿s blood glucose at the time of event was unknown. It was unknown whether customer was using auto mode feature or not at the time of event. The insulin pump will not be returned for analysis.